Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The unit started to make noisy rattling sound while in use and then stopped running.